Event description:
It was reported that during a laparoscopic low anterior resection procedure, the first firing was with a grey reload on the inferior mesenteric artery which worked without fault. The second grey reload was fitted to the stapler by a proficient and well trained scrub nurse. The device was placed on the inferior mesenteric vein and would not stay in a closed position. The anvil release button was in the correct position but the jaws of the device would not stay closed regardless of the attempts made to rectify the issue. The device was not fired on the vessel. Alternate device with grey reload was used to complete the case. Case delayed by approximately five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.